Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported having problems with her infusion set. Patient stated while on holiday, she had a shower and when she put the infusion device back on, she changed the infusion set but the infusion tubing line that comes from the luer just fell out of the luer lock. Patient reported this was her only spare infusion set, so she attempted to locate a place to get another infusion set. Patient stated after 2 1/2 hours, she located an after hours diabetes educator who was able to provide her with an infusion set until she went home. Patient reported her blood glucose levels went up to 18.7 mmol/l (336.60 mg/dl). Patient stated she was quite stressed while attempting to find a diabetes educator. Patient reported she had 2 boxes of the infusion sets and up to now 4 individual sets have had the infusion tubing come apart from the luer lock. Patient stated she has finished one box and is now on the second box. Patient reported the first set from the second box had the same problem. No further information is available. Product was replaced and requested return of the alleged product for evaluation.